Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in france. This is the same event as 3010536692-2014-00244.

Event description:
Allegedly, the neck has broken suddenly requiring revision surgery. Medium activity level.